Manufacturer narrative:
Image review: an image shows the lesion in the lcx as reported by the account. A labelled angiographic image was provided showing the lesion in the lcx. A labelled angiographic image was provided showing a stent deployed in vivo. The label isr indicates that this is the stent with restenosis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a kink on the hypotube. The stent was positioned between the markerbands but not meeting specifications due to deformation of distal stent wraps. Although the stent meets od dimensional measurement criteria, stent deformation is confirmed based on the failed visual inspection. Deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a right artery radial procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly tortuosity, mildly calcified lesion exhibiting 100% chronic total occlusion cto in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated with a sprinter legend 1.25 x 15 mm at 12 atm and then with a non medtronic 2.5 x 12 mm balloon at 12-16 atm. The resolute integrity device did not pass through a previously deployed stent. Resistance was encountered. Excessive force was not used. An attempt was first made to cross the lcx using a launcher guide catheter and a non medtronic guide wire but failed to cross due to the stenosis of the lesion. It was reported that the resolute integrity device failed to cross a non-medtronic stent with in-stent restenosis (isr) in the lcx and got stuck. The guide wire was changed to another non medtronic guide wire and it successfully crossed the stenosis lesion and could pass up through the distal segment of the lcx. The patient is alive with no injury.